Event description:
After surgery using this device, the pt suffered endophthalmitis. The cause is not known. Would like this instrument evaluated as a possible cause for this condition. The pt is recovering. Note: 8 handless and 8 I/a tips were returned for evaluation from these lot numbers.